Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information: can you please provide more event details? Was the reverse button attempted? If so, did it function properly? If no, please explain. Was the manual override lever attempted? If so, did it function properly? If no, please explain. Did the jaws of the device eventually open? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device locked out on tissue and could not be removed. It had to be cut out. A similar device was used to complete the case. There were no patient consequences.